Event description:
It was reported that a home patient (hp) was connected to the homechoice cassette during the set up phase of automated peritoneal dialysis therapy. A care giver (cg) indicated that the hp restarted therapy, but connected to the device prematurely. A technical service representative explained proper procedures to the cg and recommended using continuous ambulatory peritoneal dialysis to drain the hp¿s remaining fluid. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, the home patient reported connecting during set-up prior to the line being properly primed. The ¿homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device, provides step-by-step instructions for properly priming and connecting to the disposable set. It also says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.